Event description:
Procedure: pheumonectomy. Reportedly, the stapler was applied 3 times, but needed the staple line to be oversewn on the second firing due to moderate bleeding. There were no problems reported with the other two firings as the vessels were dry. The dr then closed the chest and the pt was sent to recovery. The pt then woke up, coughed and vomited and the chest tube output then increased dramatically. Later they brought the pt back to the or, and was observed to be hemorrhaging from the inferior half of the pulmonary artery staple line. The dr sutured the wound and transfused the pt. As of the next day, the pt was reported to be ok. Subsequent to that, the or manager called her and indicated that the pt had been brought back to the or and the pt had lost an additional 2 liters of blood. The pt experienced an mi and expired at 5:40 am the following day.